Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with two 800cc mentor memorygel breast implant prostheses and experienced left-sided rupture and bilateral capsular contracture (grade unknown) postoperatively. MRI performed on (B)(6) 2019 indicated the rupture, and the patient¿s physician noted that the patient experienced scar contracture, deformity, and asymmetry of the breasts. The diagnosis was confirmed by the physician. As a result, the patient underwent bilateral removal and replacement with two 800cc mentor memorygel breast implant prostheses (catalog #: 3508004bc, right serial #: (B)(4), left serial #: (B)(4)) on (B)(6) 2020. Upon explantation, the left device was found to be completely ruptured and was unable to be sterilized at the user facility. Therefore, the device is not available for product evaluation. This report is for the right-sided prosthesis.